Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. The longevity changes were due to the small fluctuations in lead impedance measurements and/or the bin mismatch between the programmer and the device when the calculated current is near a bin boundary. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) noted discrepancy on this pacemaker's longevity. The patient was dependent and was followed every two months. Boston scientific technical services (ts) suggested analysis of device data but the hcp stated will not perform it as previously was unable to get good response from what has been done. The hcp then explained that device change out will be scheduled. To date, this pacemaker remains in service. No adverse patient effects were reported.